Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a dialysis catheter. The customer reported that he was currently on dialysis treatment and the catheter cracked at the venous adaptor. The catheter was replaced and antibiotics that were prescribed as a precaution.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.